Event description:
It was reported that the cable for the external pulse generator (epg) had the grey silicone part of the connector was broken. Another cable was used. The cable was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis found that the cable is over two years old and is at end of life. It could not be confirmed that the gray stress relief was broken. It was noted that the heart wire connector - negative locking wheel was broken off, the case halves were contaminated, the cable was twisted approximately 15, 35 and 37 inches from end of plug, the connector pin cover was scratched, a positive continuity test opens intermittently when cable was flexed, and a negative continuity tested ok when tested with a test probe due to damage - no intermittent connection found when cable was bent or manipulated. (B)(4).